Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant (ins) and the issue began saturday or sunday. Patient stated the system problem rm05 message displayed on their controller. Patient noted they were able to charge their implant to 50% on sunday. Patient stated they had continued to have rm05. During the call patient denied any visible damage to the recharger and controller charging port. Patient service walked patient through resetting the controller. Patient inserted the controller battery and confirmed recharging excellent. The issue was not resolved. An email was sent to the repair department to replace the controller. Patient stated they had the recharger replaced 6 months to a year ago. Additional information was received from the patient (pt). They reported since thanksgiving time they have been having trouble with the same error code rm05. Agent reviewed. Pt stated the medtronic rep who did a software update on controller a week ago when they met with them and said to see if the lithium battery can be replaced so that they have everything replaced before potentially replacing the ins. Pt stated they cannot charge unless the controller is open. Pt states it's been a year since they last replaced the recharger (rtm). Pt stated they get a burning sensation when charging. Agent advised to reset equipment and after reset advised to try and charge and pt was seeing excellent. Pt stated this message doesn't appear all the time. Pt stated they may have to replace the ins but need to rule out all the equipment first before that is done. Pt stated having pain down leg and trouble charging and just having pain in areas that should not be occurring. Agent sent request to repair for rtm. Pt stated they have been sent an rtm about 1-2 years ago and a controller.

Manufacturer narrative:
Continuation of d10: product ID 97755-s. Serial# (B)(6), product type recharger product ID 97745 lot# serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). B3: event date is month and year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). They reported since thanksgiving time they have been having trouble with the same error code rm05. Agent reviewed. Pt stated the medtronic rep who did a software update on controller a week ago when they met with them and said to see if the lithium battery can be replaced so that they have everything replaced before potentially replacing the ins. Pt stated they cannot charge unless the controller is open. Pt states it's been a year since they last replaced the recharger (rtm). Pt stated they get a burning sensation when charging. Agent advised to reset equipment and after reset advised to try and charge and pt was seeing excellent. Pt stated this message doesn't appear all the time. Pt stated they may have to replace the ins but need to rule out all the equipment first before that is done. Pt stated having pain down leg and trouble charging and just having pain in areas that should not be occurring. Agent sent request to repair for rtm. Pt stated they have been sent an rtm about 1-2 years ago and a controller. 2024-apr-02 rtg0523883 (con): additional information was received from the patient. Pt called back saying they had received a letter. Pt was asked in the letter if the heating pain around their ins had resolved, and if not, what measures were taken to resolve it. Pt said they had seen their doctor regarding the issue recently and was told everything about the implant appeared to be in tact, and got an injection. The second question was what was their weight at the time of the incident and pt said 165lbs. Pt still experiences a burning sensation around the battery site occasionally, and usually lasts a few minutes before subsiding. Pt said all they can really do is gently rub the area until the sensation stops. Pt said they experience the issue whether or not they have the ins charged, but they felt the issue began after they got the recharger replaced. Pt said they may end up replacing the battery even though it was meant to last many more years prior to replacement.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6). Product type recharger product ID 97745, serial# (B)(6). Product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.